Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed pump error. Customer was assisted with battery failed alarm troubleshooting. Customer's blood glucose level at the time of incident was 215mg/dl. Customer stated that the insulin pump did not alarm replace battery now. Troubleshooting could not resolve issue and insulin pump received battery failed alarm twice even with new battery change. Customer was sent replacement battery cap and advised to monitor insulin pump and revert to back-up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.